Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker system was explanted on (B)(6) 2017 for an unknown reason less than one year after implant. No additional adverse patient effects were reported. A boston scientific field representative was contacted to request additional information from the clinic. Investigation revealed that the patient had clostridium difficile infection and mrsa that was not caused by the device system. Due to concern for potential device infection, the system was removed without complication. The field representative did not believe the system became infected, but could not conclusively rule that out. Subsequently, the patient developed pneumonia, fluid overload, cardiac arrest with pea. The patient regained consciousness, but eventually passed away later that day on (B)(6) 2017.